Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was unpacked, the loop of the stent was noticed to be "cracked." The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was "good" reportedly, no further information is available. If any further relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was unpacked, the loop of the stent was noticed to be "cracked." The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was "good." Reportedly, no further information is available. If any further relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the suture hole was ripped all the way to the end of the device. The tear is consistent with one caused by the suture when it is being pulled. Additionally, the suture was not returned for analysis. It should be noted that the event of stent separation due to suture removal during preparation, is not a reportable event.

Manufacturer narrative:
The reported event of stent cracked. Although the lot number was not provided, it was reported that the device was not used past its expiry date.